Manufacturer narrative:
(B)(6). The device was reported to be in use at the time of the reported problem. No patient harm reported. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00221. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the blower temperature was high. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) stated that there had been no follow-up yet and the customer contact was reporting what part was needed (v60 blower assembly). The onsite service was completed on 01/18/2023. The field service engineer (fse) confirmed the reported problem of a faulty blower assembly. The fse replaced the v60 blower assembly. The device returned to full functionality after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The previous report was filed with the wrong contact and manufacturing address. It has been corrected in this report.